Event description:
(B)(4). Partial hysterectomy to remove. I have a nickel allergy and my hair is falling out in clumps! I am now suffering from major weight gain, joint pain, and painful intercourse. This is poison!

Event description:
(B)(4). I had this device removed via hysterectomy. I have felt tons better though I still suffer with weight gain. The biggest difference is that I no longer have pain and my hair has quit falling out.

Event description:
(B)(4). I started to suffer from pain in my ovaries. Constant headaches. Depression and anxiety and panic attacks. Cramping which I'd never had before. Fatigue.